Event description:
It was reported the ¿therapy did not seem to be working¿ for the patient and that the patient ¿fell and broke her hip¿ on (B)(6) 2012. It was noted the patient was in a wheel chair at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available. Note: please see MFR. Report # 3004209178-2013-12438 for information on the patient¿s other device.

Manufacturer narrative:
Adverse event or product problem: hip fracture. Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3387s-40, lot# v335185, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v335517, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).